Event description:
The device was returned to the service center with a report from the customer contact of internal battery operation problem. No additional info was provided. This is not a reportable malfunction. However, during verification testing at the service center, leakage was noted from the disposable batteries in the battery compartment of the device.

Manufacturer narrative:
The device has been received, investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.